Event description:
Healthcare professional reported via regulatory agency right side device rupture, capsular contracture, baker grade unknown, and "clinical symptoms of a late seroma with confirmation of marker cd30 positive", indicating suspected bia-alcl. The device has been explanted with complete capsulectomy.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). The events of seroma - late, capsular contracture, and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown; seroma - late; lymphoma - alcl - suspected.

Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: cd30 positive, alk negative bia-alcl.

Event description:
It was further reported that the marker of alk negative has been confirmed.